Event description:
It was reported that during preparation for a stenting treatment procedure stent dislodgement occurred. As the physician was pulling the 4.50x16mm veriflex stent delivery system (sds) out of the plastic coil, the stent dislodged from the stent delivery balloon. The device never entered patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's condition is okay.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. The cause of the system error 2240 alarm was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter?s technical service center regarding a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) during dwell 4 of 4. The home patient (hp) was still connected. All of the supply bags were empty except for the heater bag. The hp denied any of the bags disconnecting. The hp elected to complete therapy with manual supplies. No patient injury or medical intervention was reported at the time of the initial report. The sample was discarded. Proper procedures per the user manual were reviewed with the hp.

Manufacturer narrative:
(B)(4). The root cause of the system error 2240 cannot be determined at this time. Should additional information become available, a follow-up report will be submitted.